Event description:
Customer reported that the alarm has no power. Batteries have been replaced with a new supply all of the same type. No visible damage to the outside of the alarm reported. No pt incident or injuries reported.

Manufacturer narrative:
Eval codes: results: eval of the returned product found that the battery door is missing. The user added identification labels to unit. The warning label is damaged down the middle and the battery springs and flat contacts are corroded due to battery leakage. It was also noted that the aqualert moisture indicator label shows moisture exposure. The reported issue was not confirmed. The unit powered up but voice does not sound when it should, instead a clicking noise sounds in its place. The unit passes all other functional tests. Note: posey instructions for use state: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temps. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).